Event description:
A customer reported experiencing an occlusion alarm with their device, which had occurred on multiple previous occasions. Reportedly, the customer was using cold insulin in the cartridge. The customer was educated on the proper load techniques. There was no adverse impact to the customer¿s blood glucose level, as their readings remained within normal range. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery. Additionally, the customer was transferred to support for further assistance with the recurring occlusion problem.